Manufacturer narrative:
(B)(4). (Extension of surgery time, motor/sensory alteration[right leg]). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event and although it is unknown whether the device contributed to the reported event we are filing this MDR for notification purposes only.

Event description:
Pre-op diagnosis: scoliosis procedure: scoliosis correction fusion fixation range: th2/l3 it was reported that intra-op, after scoliosis correction, patient's motor evoked potential (mep) fell. There was no reaction of legs. All the rods and t-bolts were removed and decompression was added. Finally, the surgeon placed a rod only on one side and closed the incision because waveform data was missing. Post-operatively, myelography and CT were taken immediately for confirming the nerve condition. Nerve recovery was confirmed at left side. There was a delay of more than 60 minutes as a result of this event. Waveform of mep was not seen after correction, so that only one side was temporarily fixed and finished. Re-operation was not planned as right side was expected to be recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.